Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported the bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" (0.33mm x 12.7mm) u-100 84x5count had a red foreign substance on the tip of the needle the following information was provided by the initial reporter, translated from japanese to english: this is report about red foreign substance on the tip of the needle. According to customer report, one of the replacement needles that you previously ordered seems to have a red foreign substance attached to the fine paste (needle tip?). The replacement product that was sent to us as a replacement also had what appeared to be a defective product. This product has many defects, and the replacement product sent to us also had what appeared to be a defective item mixed in.

Event description:
It was reported the bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" (0.33mm x 12.7mm) u-100 84x5count had a red foreign substance on the tip of the needle the following information was provided by the initial reporter, translated from japanese to english: this is report about red foreign substance on the tip of the needle. According to customer report, one of the replacement needles that you previously ordered seems to have a red foreign substance attached to the fine paste (needle tip?). The replacement product that was sent to us as a replacement also had what appeared to be a defective product. This product has many defects, and the replacement product sent to us also had what appeared to be a defective item mixed in.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.